Manufacturer narrative:
Batch review performed on 26 jan 2026. Ball heads: mectacer 01.29.209 mectacer head biolox delta dia.36 12/14-m (k112115) lot 2513920: (B)(4) items manufactured and released on 10-jun-2025. Expiration date: 2030-may-25. No anomalies found related to the problem. To date, 91 items of the same lot have been sold with no similar reported event during the period of review. Liner: impact 01.32.3644hct flat pe hc liner d 36/e (k103721) lot 2502209: (B)(4) items manufactured and released on 11-mar-2025. Expiration date: 2030-feb-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause:infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
At 4 months from primary, the patient came due to signs of an infection after labs revealed an elevated white blood cell count. The cause of the infection is unknown. The surgeon performed an I&d and revised the head and insert. The surgery was completed successfully.